Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during bolus delivery and an error alarm was confirmed in the history file. However, the device passed rewind, basic occlusion, prime, and displacement tests. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing, scratched screen, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, and protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus and basal. The blood glucose reading was 240mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.